Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had foreign matter. The following information was provided by the initial reporter: lot: 5029451 - 1 syringe. Reason: 1 foreign body inside the syringe. Additional information received on 30 dec 2025 could you provide the date on which the event occurred for both lots in dd/mm/yyyy? 05/20/2025. Was the incident reported to anvisa? If so, what is the notification number? Not notified to anvisa.